Event description:
In 1984, rptr had a procedure where silicone was injected into the fallopian tubes bilaterally via a hysteroscope. The purpose was birth control. Rptr was a 29-yr-old asymptomatic pt. Within a month of the procedure she was experiencing discomfort. Over the course of the next several mos her menstrual periods were longer and painful; she had mood swings and pms for the first time in her life. These problems were reported to the dr's office via phone. Rptr asked to have the procedure reversed and was told "no because this is part of a study." After 2 or 3 yrs of this worsening, rptr was in pain and begged for help. An attempt to remove the "plugs" occurred in 1988 and she was told a small portion was retrieved. Rptr experienced a slight decrease in her pain which lasted a few mos. Shortly after this the pain escalated and each month was worse and worse. In 1/92, at a routine office visit rptr broached the subject of removal again. She was told her problem was not silicone plugs, but that she needed a hysterectomy which was recommended. Rptr does not recall receiving a reason or diagnosis for hysterectomy. Via laparoscope in 7/92 and 11/92 small amounts of silicone were removed. Her pain worsened. Major surgery was performed in 2/94. Rptr's abdominal cavity was opened and silicone was found and removed from various tissues and organs. Removing it was difficult and time consuming. At this time rptr does not know how much if any is still in her. The product problem is twofold. First, rptr was told for yrs that silicone is an inert substance, and it was found with inflammation around it. Secondly, the silicone device was intended to be within the fallopian tubes, and was in fact, splattered throughout her abdomen. Rptr complains of clinical signs and symptoms of possible scleroderma, fibromyalgia, and sjogren's syndrome.